Event description:
I have an illuminated bedroom clock that I can no longer see the illuminated hands of in the dark. If I wake up and turn the light on for 20 mins then I can see the illuminated hands & face of the clock; but within 10-15 mins, it goes dark again. I just recently found this out & called my psychiatrist who told me that he may be able to explain it. I kept looking at the clock & it didn't dawn on me what was wrong...that I use to be able to tell the time in the dark. I filed a report on 07/2003 complaint 2 at MRI's of my brain, now also this c.a.t. Scan of my brain.